Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis found the device battery to be severely depleted at less than 1 volt resulting in the reported no-telemetry/no-output condition. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. There was no evidence of a high current drain condition. No hybrid anomalies were observed. Battery analysis revealed that lithium-plating breaches were found along the top edge of the anode separator in segment 2, adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow-up with the patient the implantable cardioverter defibrillator (ICD) was unable to be interrogated and the device reached end of life (eol) earlier than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.